Manufacturer narrative:
Additional tests were performed on the desiccant to check for possible moisture issue. The desiccant within the subject vial was found to be intact, thus not the root cause for the control solution failing which was seen, and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (06/10/2014), the lay user/patient¿s product(s) has been returned and evaluated on (B)(4) 2014 by lifescan product analysis with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On 04/23/2014, the reporter contacted lifescan (B)(4), alleging inaccurate results of "125 mg/dl" with the subject meter and "93 mg/dl" with another device, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.